Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9 and g2) and to provide an update to fields (b5, d8, e2, e3, h3, and h4). The device was evaluated by olympus, and error code e315 and e216 could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device malfunction occurred due to the biopsy channel leaked during user handling and water invaded the device. It caused abnormality in electronic components, e315 and e216 occurred. However, the root cause of the device malfunction could not be identified. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image and leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that error message e315 and error message e216 were observed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scope communication error e315 while using the colonovideoscope. There was no patient harm associated with the event.